Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pumps display. The customer states their display is difficult to read. The customer's blood glucose level was unknown. The customer is being sent out a continuation of therapy pump.